Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient had a blood glucose (bg) less than 70 mg/dl, had a seizure, and was transported via ambulance to the hospital. Patient was later seen by a neurologist and an endocrinologist who both felt the seizure was related to a low bg. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: unable to duplicate the complaint. Pump history shows the last basal delivery and the last bolus delivery were on (B)(6) 2015. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occured during 24hr duration testing.